Manufacturer narrative:
(B)(4). A customer sent in an actual sample for an evaluation. The unit was visually inspected to confirm the missing of the luer lock. The root cause was undetermined. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A batch review was conducted and there were no deviations found during the manufacture of this lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter (B)(4) of a continu-flo set that was missing a component. The condition was noticed before use. There was no patient injury or medical intervention necessary. No additional is available.